Event description:
The customer reported noise coming from the counter weight area.

Manufacturer narrative:
In investigating the noise, the field service engineer found the bolts that hold the counter weight in place were loose by 1/8", visual indication. In addition, the drift pin was not installed. The investigation revealed that varian's contract rigging company did not follow specifications and torque tooling equipment (p/n 10002255101, 2920001700) when installing the counter weight. If counter weight bolts are not tightened correctly, the bolts can suffer fatigue failure resulting in cwt/gantry separation or severe gantry imbalance. The rigging company returned to the site and tightened the loose bolts, per varian's rigging installation procedure. No pt injury was involved in the event. No failure was detected, but the product was out of specification. The issue will be addressed further in the CAPA system. No follow-up reports are anticipated.